Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent power elevations. A specific cause for the report of intermittent speed and power elevations could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of dehydration could not be conclusively established. A review of the submitted log file found intermittent, mild elevations in pump power and flow. The system appeared to be operating as intended at the set speed, and there were no notable alarms captured. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate ii lvas. The IFU provides an explanation of each of the pump parameters, including pump power, flow, and speed in sections 1 and 4 "heartmate touch communication system". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 (subsection ¿pump speed¿), explains that the heartmate touch displays the pump speed in revolutions per minute (rpm); this value matches the actual speed within +/- 100 rpm under nominal condition. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent speed and power elevations, however these events only lasted temporarily. The patient had no symptoms when these events occurred. The patient was recently sick and it was noted that this might be related to the patient being dehydrated. Log file review was requested which revealed unsustained power/flow elevations on (B)(6) 2026.